Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a product development investigation was performed for the subject device (small hexagonal screwdriver shaft, part number 314.03, lot number 3026784). The subject device was returned with the complaint condition stating: it was report that the patient had original surgery on (B)(6) 2017 for treatment of a foot problem. It is unknown what the issue was and what was implanted. During the procedure, the small hexagonal screwdriver shaft instrument and the small hexagonal screwdriver with holding sleeve instrument were reported as stripped. Other instruments were available to complete the surgery. Patient is reported to be in stable condition and surgery was completed successfully with no time delay. Sales consultant has no more information to report on this event. This complaint is for (2) devices. Customer quality (cq) engineering investigation: this complaint is confirmed. Both devices have worn/stripped distal tips. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device is already worn/stripped. The complaint condition was most likely due to cumulative wear for the returned devices which are 20+ years old (314.02) and 8+ years old (314.03). Visual inspection at cq: the distal tip is worn/stripped as reported. The hex edges are rounded from use. Drawing review: drawing was reviewed during this investigation. No product design issues or discrepancies were observed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Patient weight not provided for reporting. Implant and explant dates: device is an instrument and is not implanted/explanted. Date returned to manufacturer. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: part number 314.03 lot number 3026784. Manufacturing location: (B)(4). Manufacturing date: 11.nov.2008. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was report that the patient had original surgery on (B)(6) 2017 for treatment of a foot problem. It is unknown what the issue was and what was implanted. During the procedure, the small hexagonal screwdriver shaft instrument and the small hexagonal screwdriver with holding sleeve instrument were reported as stripped. Other instruments were available to complete the surgery. Patient is reported to be in stable condition and surgery was completed successfully with no time delay. Sales consultant has no more information to report on this event. This complaint is for (1) device. This report is 1 of 1 for (B)(4).